Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that no matter what stage or how high or low she has it, she can't stop peeing. She can't control it. She has had several adjustments at the healthcare provider (hcp) office. She had a checkup at hcp ¿s office and they changed the program to one that she hasn't been on before. They took the amplitude high to .8 and she kept it that way for a few days but it was hurting, so took it down. Her hcp appointment was 3rd week in september. Patient stated at certain times the she was ok and then she was not. Yesterday she was ok and then the day before she was bad and then today so far she was good. Patient was feeling stimulation during the call. She started having problems before she fell. There was no medical procedure or emi could be related to the issue. It was also reported that she had bladder infection several times. She had shakiness or weakness. She wanted to know if the leg shakiness or weakness could be from the device. Patient stated she does have parkinson and doesn't know if she is entering a new stage. It was also reported she had two tears in the achilles and supposed to have surgery. She had withdrawal from wellbrutin but it was settling down.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received from the patient indicated that the bladder infections, leg shakiness and lack of voiding were mostly resolved. The leg shaking was from medication withdraw. Patient did not think bladder infection was related to therapy or device.

Event description:
It was also reported that patient would make appointment with her healthcare provider.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.